Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 180 - 190 mg/dl and 101 - 104 mg/dl. Agent was "not able to get the exact readings because customer didn't write down the higher of the two numbers" and the time and date were not set in the meter to be able to retrieve the exact numbers. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.